Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to erosion. The patient underwent surgical intervention to resolve the issue. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The device was discarded by the explanting facility.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to erosion. The patient underwent surgical intervention as resolution for the case. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. The device was discarded by the explanting facility.